Manufacturer narrative:
B5: add: the tubing was changed. Add: the user facility submitted medwatch (B)(4) for this event. The device was received for evaluation. A visual inspection was performed using the naked eye and no defects were observed; all components were correctly placed and according to specifications. Functional tests including pressure and clear passage under water tests were performed and the results were satisfactory; no leaks were noted. Additionally, a priming test, a general functionality test, and simulated use test were all performed on the device and no issues were noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque. Industrial should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system, non-dehp continu-flo solution set leaked from the y-site. The issue was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.